Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The physician elected to explant the ipg and replace it. The ipg was working properly prior to explant. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.